Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the screen of this programmer stopped responding. The programmer started working after it was restarted, but then it became unresponsive again. No adverse patient effects reported. No product return requested. The touchscreen allegation was not confirmed by testing or analysis due to programmer was not returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.